Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure one ellipsys catheter was used to treat the left avf (arteriovenous fistula). Two medtronic balloons were later used approximately 10 days later to to treat stenosis through the venous outflow, subclavian vein and auxiliary vein. Approximately 2 weeks later during a scheduled maturation fistulogram procedure due to less than optimal flow detected in left upper extremity fistula duplex, it was noted that left radial artery was occluded and they were unable to pass a wire also due to tortuous anatomy and possible vessel spasm. The physician was unable to get wire from the vein into artery. Repeat fistulogram was performed and balloon angioplasty to left proximal radial artery to perforator vein anastomosis with 6x40 non-medtronic balloon was carried out. Final imaging showed proximal and mid radial artery patent without residual stenosis. Patient recovered.